Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device bearing was worn, had component damage, would not run, the moving parts did not move smoothly, and there was a lid leak tightness failure. It was further determined that the device failed pretest for leakage test using bubble emission technique, check for mechanical free moving, and check function of device. The assignable root cause was determined to be traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly. Concomitant medical devices and therapy dates: lid device, (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery handpiece device while being used with a lid device ran continuously without stopping. It was reported that there was a five to ten minute delay in the procedure and a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.